Event description:
During the atrial tachycardia procedure, an air leak was noted when the sheath was inserted into the heart and flushed through the side port. Air was aspirated multiple times, but the air could not be removed completely. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.